Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=63.6 pg/ml /repeated=1.7 pg/ml laboratory reference range for troponin= > 34.2 pg/ml. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, patient identifier: sid= (B)(6).an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
This follow-up submission being send to cross reference MDR 3016438761-2022-00393-00 for likely cause changed on 23aug2022; architect stat high sensitive troponin-I, list number 03p25-27 to architect i1000sr processing module, list 01l86-01.after further evaluation it was determined that the cause of the issue was the architect i1000sr processing module, list 01l86-01.) (Irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2022-00393-00.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results on one patient. The results provided were: on (B)(6) 2022 sid (B)(6) initial=63.6 pg/ml /repeated=1.7 pg/ml laboratory reference range for troponin= > 34.2 pg/ml. There was no reported impact to patient management.